Event description:
Advocate states that customer received a blood glucose result of 290 mg/dl on her contour meter and then a 115 mg/dl on a different contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer strips were replaced and she is to return hers for evaluation.